Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide their blood glucose value. The customer was treated for the low blood glucose by paramedics. Customer also mentioned having an issue where she suspends insulin delivery on her pump, but says the pump still delivers insulin. Had customer disconnect from pump and suspend insulin delivery. Customer did not get any insulin to come out of quick release while in suspend. The customer did not troubleshoot and did not send the product back for analysis.